Manufacturer narrative:
(B)(4). Evaluation, results: allergic reaction; other - root cause of event is undetermined due to the limited information available. Conclusions: no conclusion can be drawn. Root cause of event is undetermined due to the limited information available.

Event description:
The physician successfully implanted a 2.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent during the index procedure. The patient suffered an allergic reaction following stent implantation. The reaction was described as a type 1 reaction rhinitis urticaria. No other clinical sequelae were reported.